Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.